Event description:
The vascular graft was placed as an axillo-bifemoral bypass because of peripheral occlusive disease and an aortic aneurysm. Approximately eight days postoperatively, following movement of the pt's arm and torso, the pt experienced pain and a hematoma developed near the axillary incision. Exploratory surgery revealed a graft tear at the axillary anastomosis. The pt expired on the operating table, as the blood pressure could not be reestablished as a result of the blood loss.